Event description:
It was reported that the patient experienced hypoglycemia following a long hot shower while using the ilet bionic pancreas, with the ilet displaying 112 mg/dl and a confirmatory fingerstick of 73 mg/dl; the family reported rapid glucose decline and no meal announcement, and the user had previously performed multiple meal announcements and subsequently completed a factory reset with assistance to reconfigure and pair the device. Symptoms included low blood glucose without loss of consciousness, seizure, or need for third-party assistance. Outcomes included self-treatment with a small amount of carbohydrates and recovery without medical intervention or hospitalization. Investigation included customer service troubleshooting and device setup verification. Investigation of this case revealed user-adaptation issues related to meal announcements and that the device was functioning and reconfigured to bionics mode post-reset. It was concluded that the event was consistent with hypoglycemia with unclear cause, with user behavior around meal announcements as a potential contributing factor and no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.